Event description:
It was reported that the catheter was placed in the pt's right internal jugular vein for the administration of pain medication and antibiotics. Five days later, the pt's respiratory rate increased and hypotension was noted. The pt then developed cardiac arrest and CPR was initiated, and the pt was intubated. The infusion through the catheter was discontinued, but the catheter was left in place. Holes in the pericardium and atrium wall were detected, and during repair the pt expired of cardiac arrest.